Event description:
Customer reported device =540 mg/dl at 9:30 am. Customer took insulin. 2-3 minutes later, device =lo. Customer felt fine but ate candy. Five minutes later, device =hi. Customer went to the e.r. ER=110 mg/dl less than 1 hour later. No treatment was received. On another day, device = lo. Customer had no symptoms but went to the ER. ER device =190 mg/dl less than 1 hour later. No other treatment was provided. No controls were used. A request was made for return product and replacement product was sent.